Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient reported they have the interstim for both bowel and urinary. Their bowel issues have improved a lot but they still have urinary retention. Their bowel symptoms have improved by 70 or 80% and the urinary issues have only improved by about 20%. Patient was wondering if they could try a different program. Reviewed therapy expectations and indications. Recommended patient discuss program use with their managing physician. Reviewed theory and use of programs. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.